Event description:
Customer alleges that his blood glucose readings in the device have been altered. The customer states he tests between 3:30 and 4:15 and the device has results recorded with times of 11:57 am, 9:41 am and 6:22 am. No one else is using this device. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.